Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At 4:45am, the patient woke up her boyfriend and he noticed that the patient was not making much sense. Patient's boyfriend gave the patient honey and soda. A fingerstick was checked and the patient was at 54mg/dl. The cgm was reading 111mg/dl. The patient's boyfriend then called the paramedics, who checked the patient upon arrival to her house and she was at 27mg/dl. The paramedics gave her an IV and they did not take her to the hospital, as she refused once she started to feel better. At the time of contact, the patient was stable. Data was evaluated on 07/12/2016. The reported event of cgm inaccuracy was confirmed. A root cause could not be determined.